Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed right atrial (ra) lead loss of capture (loc) on the presenting. Technical services (ts) discussed troubleshooting options, and further ra lead evaluation was recommended. The ra threshold measurement was 1v@0.4ms, and ra output was adjusted to 2v@0.4ms. This ra lead remains in service. No adverse patient effects were reported.